Manufacturer narrative:
Evaluation summary: age, weight, and activity level of pt is unk. Cause cannot be definitively determined due to insufficient info. No product or x-rays were returned for evaluation. No catalog number or lot number was provided; therefore, the mfg records could not be reviewed.

Event description:
It is reported that on a post-op x-ray, the articular surface locking screw appears to be loose. Device has not been revised yet. Implant date is unk.